Manufacturer narrative:
Concomitant medical products: product ID: 8711 lot# j0058229r, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 08-mar-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen (2,000 mcg/ml, 168.4 mcg/day) via an implantable pump. It was reported that during a pump replacement procedure, when the mds aspirated the catheter, they felt that there was discoloration of fluid. They sent the fluid for culture. There was normal successful catheter aspiration during the replacement case. Multiple aspirations were performed. The discoloration was not found again. The issue was resolved at the time of this report. The pump was successfully explanted.